Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that potentially the pocket was too deep and the battery was flipped. No further complications were reported.

Manufacturer narrative:
Analysis was not complete at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the battery flipping was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial (B)(4)) revealed that no anomalies were found; the ins had good output and telemetry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the battery was discharged. The rep reported that the patient was unable to recharge the battery. The rep reported that the patient was paraplegic, wheelchair bound, the pocket on the deeper side of normal limits and upon opening the pocket, the battery was noticed to have been flipped. The rep reported that they attempted a second recharger, attempted patient laying on the charger with no success. The rep reported that the patient was scheduled for a pocket revision, due to discharged state, patient was also a battery replacement. The rep reported that the issue was resolved at the time of the report. No further complications were reported.